Manufacturer narrative:
Batch review performed on 13 march 2024. Lot 2113258: (B)(4) items manufactured and released on 15-nov-2021. Expiration date: 2026-11-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medical affairs department less than two years after primary cemented tka, resulting in a valgus alignment of the knee (no preoperative xray or information is available), the patient complains of pain and reduced rom and a surgeon different from the primary surgeon undertakes a revision procedure. The components are found stable, so the surgeon proceeds to work on soft tissues to improve rom and resurfaces the patella. The causes of limited rom are probably to be sought in the soft tissues surrounding the implant, or in the patella itself. We cannot express an opinion on the component orientation or position because we have no pre-primary information.

Event description:
Revision surgery for pain in the right knee and reduced range of motion (rom). At 1 year and 10 months post primary, switch of the tibial insert with a new e-cross liner of the same thickness and resurfacing of patella bone. The surgeon tried to remove some tissue mainly around the posterior condyles of the femur, "cleaned" as much as possible and the rom was slightly improved.